Manufacturer narrative:
Visual inspection was performed on the returned device, and it revealed that the valve leaflets were over trimmed. This suggests that the valve was released with unacceptable leaflets height per internal criteria. Hydrodynamic testing was performed on the returned valve and showed that the device still meets the iso 5840 minimum requirements, however the regurgitant fraction is close to the prescribed limit of 10% and therefore considered unacceptable. The valve reveals a central hole during closing, mainly in hypotensive pressure conditions. An external review of the trans esophageal echocardiogram provided by the hospital identified that the perceval valve was well seated and no paravalvular leak was identified. However a severe central regurgitation was confirmed due to very limited motion of the leaflets with no coaptation. Based on the result of the analysis performed livanova identified that the root cause of the severe aortic regurgitation is due to manufacturing defect that has been already address under an internal corrective action.

Event description:
Based on the information reported, a perceval sutureless aortic pericardial heart valve, size 21, sn# (B)(4), was implanted in a female patient (B)(6) on (B)(6) 2016. The perceval size small was implanted, seated well and had perfect deployment. The patient then came off bypass and had severe aortic regurgitation. The patient was put back on bypass and re-opened aortotomy. The perceval was still in place and well seated but the leaflets did not coapt and close. The valve was then explanted and replaced with an edwards magna ease size 21 valve. The explant valve was returned to livanova for analysis on september 23, 2016.